Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1: reporter phone number (B)(6). H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was unable to calibrate to zero, could not produce wave forms and the waveforms "do not match the numbers". It was also reported that the protective cover where the lead wire was connected was "relatively hard". "When pulling out the lead wire, you need to press the buckle with great force to pull it out. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4: updated: .UDI related data quality updates only.

Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: complaint for device cannot be zeroed, cannot produce wave forms and the waveforms do not match the numbers could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the used samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.